Manufacturer narrative:
Results: based on returned sample evaluation; based on quality record adn reserve sample evaluation. Conclusions: based on returned sample evalaution; based on quality record and reserve sample evaluation. The involved device was returned and evaluated. Additional attempts are on-going to confirm whether there was any pt impact and whether any other event related details are available. Visual examination confirmed that the side-tube had separated from the introducer sheath housing, although there was evidence of proper bonding to the housing. Evalaution results of retained samples met the established product sepcifications for assembly and performance. A review of the device history record confirmed that there were no production related problems for his lot number. A review of the complaint files confirmed that this lot has not been reported previously. Although the cause of the reported event cannot be definitively determined based on the available info, the vent description is consistent with over-pressurization of the tubing during injection. The device labeling does address the potential for such an event in the warnings / precautions section of the instruction-for-use which state, "do not use a power injector through the side tube and 3-way stopcock." All available info has been placed on file in qa for appropriate tracking trending ,and follow up.

Event description:
The user facility reported that the "side branch came apart under injection." No additional event specific info has been made available as of this time. Additional attempts are on-going to confirm whether there was any pt impact and whether any other event related details are available.